Manufacturer narrative:
The cobas u pack urine test strips lot number used was 86552500 with an expiration date of 30-apr-2026. The qc obtained expected results. The investigation is ongoing.

Event description:
We received an allegation about a questionable negative result not corresponding to the clinical picture for 1 patient tested with cobas u pack urine test strip on a cobas u 601 urine analyzer. The sample was tested on the cobas u 601 urine analyzer and obtained a negative leu (leucocytes) result. The result did not match the patient's clinical diagnosis, prompting the customer to examine the sample microscopically and observe neutrophils, suggesting a positive result. No questionable result was released outside the laboratory.

Manufacturer narrative:
The requested pictures and data were provided for the investigation. The investigation was performed as follows: the retention material of the cobas u pack urine test strips, lot number 86552500, was measured on a cobas u 601 urine analyzer with material of biorad liquicheck level 2, lot number 98052, and material of biorad quantify plus level 2, lot number 1002552. The retention material of the cobas u cuvette, lot number 24103600, was measured on a cobas u 701 analyzer with material of biorad liquicheck level 2, lot number 98052, and material of biorad quantify plus level 2, lot number 1002552. The investigation results were: no false negative results on the cobas u 601 urine analyzer were observed. The results for leukocytes from the cobas u 601 urine analyzer and u 701 analyzer were comparable. All measurements fulfilled the requirements. The investigation did not identify a product problem.